Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received which indicates that this ICD was already explanted. Additional information was obtained from the field representative who confirmed that the device was kept by the hospital and will not be available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was kept by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) rapidly. It is noted that the device exhibited normal outputs. Boston scientific technical services (ts) discussed replacement period and number of therapies of reaching eri. Additional information obtained from the field representative that the patient is scheduled for revision within next month and will return the device. At this time, the ICD remains in service. No adverse patient effects were reported.